Manufacturer narrative:
A complaint of kinked tubing was received from the customer. The customer complaint of kinked tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500, lot number 20033161 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 07mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was kinked. The following information was provided by the initial reporter: material #: 2426-0500, batch #: 20033161 it was reported there was a kink in the tubing above the last port. Customer: tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. The second tubing and it fell apart while nurse was priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing was kinked. The following information was provided by the initial reporter: material #: 2426-0500; batch #: 20033161. It was reported there was a kink in the tubing above the last port. Customer: tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. The second tubing and it fell apart while nurse was priming.